Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented clinic for a wound check post operation undersensing was observed on stored egms. It was suspected that undersensing appeared to be due to poor tissue contact but not confirmed if it was due to poor tissue contact or device related. No programming changes were made. Patient will continued to be monitored as the wound heals. Patient is stable.

Event description:
New information received notes undersensing was not reproduced in clinic. No further episodes of undersensing have been noted after implant site has healed. Patient remains in stable condition.